Manufacturer narrative:
The patient stated that the battery cap had never been changed. According to animas records, the battery cap was original to the pump from september 2012. The user guide instructs the user to change the battery cap every 3 to 6 months. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that she awoke to find that the pump had powered off and her blood glucose (bg) was elevated over 400mg/dl with vomiting. The patient reportedly switched to insulin injections to correct high bg. The patient noted that there was a crack in the battery compartment, which was noticed a few weeks prior to the power issue. The patient denied any trauma to or moisture in the pump. The battery cap reportedly had never been changed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to a power issue.

Manufacturer narrative:
(B)(4). The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection indicated that the battery compartment was cracked and the battery cap threads were stripped. The returned battery cap was unable to attach securely to the pump, resulting in power loss. A test battery cap was used to complete investigation. The pump was exercised for 24 hours using the test cap without further power issues. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there was no internal damage found. Unrelated to the complaint, investigation revealed that the display screen was discolored. Additionally, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.